Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The company representative reported five days later that they successfully reprogrammed the stimulator on (B)(6) 2015. The patient was getting stimulation to low back and bilateral legs. The patient has continued to successfully recharge and was getting effective therapy. No additional follow up is needed at this time.

Event description:
It was reported that the patient wanted a reprogramming because he thought the lead had moved. His managing doctor had ordered x-rays. It was later reported that it was unknown what caused the lead to move and what the results of the x-rays were. As of (B)(6) 2015, the battery was charging well and the patient had resumed using stimulation and did not need reprogramming at this time.